Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when trying to activate the infant heel warmer, the heel warmer exploded in the room. The content ended up in staff member's hair. No consequences or impact to the patient and the clinician involved.

Manufacturer narrative:
A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. One decontaminated sample was received at the manufacturing site for evaluation. A visual evaluation of the back clear side of the pouch showed a hole in the top seal. The hole was an approximately 0.375-inch open section just over .50 inches from the left edge of the pouch. The reported condition was confirmed. Using all available information, a definitive root cause could not be determined. The product is manufactured using a dispense of contents and both horizontal and vertical sealing processes. Two printed poly-bag liners (front and back) are lined up and sealed. The materials are introduced where the artwork is rotated 90 degrees and the top of the pouch is processed through vertical seal bars. Relative to the finished pouch, the top, bottom and inner seals are created using vertical bar sealers. As the machine moves the materials, the side seals are created using another bar sealer. During the sealing processes, a set of 4 pouches are formed during a machine cycle with 2 pouches from lane 1 and 2 pouches from lane 2. The materials are sealed and cut apart to make four separate pouches during a cycle. The sealers are set up to seal the liners together as they run vertically through the line. This allows for the water and sodium acetate anhydrous to be dispensed and the pouch seal to be completed around it. While a definitive root cause could not be determined from the returned sample, a likely contributor to this issue is something localized with the vertical sealer bar in the vicinity of the hole. As the vertical sealer bar is sealing the top of two consecutive pouches from lane 1, there could be a localized weak region just prior to the midpoint of the vertical sealer bar or the end of the sealer bar if it were the second pouch being sealed. The sealer bar could have caused a weak spot at the edge of the seal. Additionally, there could have been some type of buildup on the sealer bars that would cause a localized weak spot. As part of continuous improvements, the vertical sealer bar has been cleaned, and a new horizontal sealer and die have been implemented. These actions were designed to prevent the recurrence of the reported issue. It is important to note that quality took samples from the machine on february 10, 2020 during this investigation and was unable to recreate the issue as reported with the machine running with the clean vertical sealer bar, a new horizontal sealer bar and a new die. In addition, the operators preventive maintenance guide has been updated to include a visual inspection and cleaning of all sealer bars and dies every month during regular pm¿s. It is important to note that a series of tests are performed during every lot of production. More specifically, inspections are performed to test the seal strength for both the inner seal, where the product would activate and the outer seal. During the test, the pouch is first activated, and the inner seal is broken. The pouch is then placed between two plates. The pouch is compressed until the pressure required per the procedure is reached, 350 lbs. Minimum. The pouch is left to dwell in the machine for 20 seconds, using a calibrated stopwatch to time it. After the dwell time the pouch is removed and visually inspected for leaks or spreading of the seam. A pouch with any issues would be rejected at this time and the machine adjusted. If the pouch passes the dwell test it is returned to the machine and the pouch is then compressed until the pouch breaks or reaches over 1000 pounds and the values are recorded. We will continue to trend this issue for future occurrences as part of the complaint review process. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Additional information: a corrective and preventative action (CAPA) was opened to address this issue.